Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the middle and arrow buttons of the insulin pump were not responding. The insulin pump received notification light flashing and had crack on the battery side, nothing on the screen or the front. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).